Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13644, 2938836-2019-13643. It was reported that the patient presented in clinic with an infection and vegetation on his valve. The physician elected to explant the system and the patient was asymptomatic before, during, and after explant.

Manufacturer narrative:
Additional information: analysis was normal. No anomaly was found.